Event description:
It was reported that the xience v 2.5 x 23 mm was advanced over the guide wire and into the anatomy. During use, the stent became dislodged from the stent delivery system (sds) and was undeployed in the vessel. A guide wire was advanced through the dislodged stent, it was deployed using a mini-trek rx 1.2 x 8 mm balloon. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the stent delivery system will not be returned. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest a product deficiency.

Event description:
Subsequent to the initial report filing, additional information was received confirming that the stent was able to be deployed in the target lesion.